Event description:
A nurse reported that during a vitrectomy procedure the fluid air exchange valve did not work. The fluid was running but when changing to air, nothing happened. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).